Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A social media post reported that a patient's cannula was coming out, resulting that the cannula becoming dislodged. The patient also noted communication errors with the pod, specifically that it did not emit a beep during insulin fill at the port. No additional information was provided regarding the duration of the pod use. Also, there was no reported impact on the patient's glucose levels.